Manufacturer narrative:
Results: footboard.

Event description:
It was reported by service report that the bed was delivered without footboard function present at first use. No patient involvement or adverse consequences are reported.